Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the distal segment of the lead was returned and analyzed; analysis revealed the defib conductor was fractured. There was blood in/on the helix mechanism and the lead was flexed within 5 cm of the anchoring sleeve.

Event description:
It was reported that the alarm was triggered due to high superior vena cava (svc) impedance. It was noted that there was lead fractured at the svc portion of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.